Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient presented with diffuse lamellar keratitis (dlk) in the right eye one day post laser treatment. The patient was prescribed a topical steroid. The patient was seen in follow up and the symptoms have resolved.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. Review of the logfile for the day of treatment shows 30 successfully performed treatments. The user renewed the energy check only two times during the complete operating day of almost 10 hours so some treatments are out of the recommended time range to the last energy check. According to the missing detailed treatment information no related treatment can be identified. The logfile shows no relevant warning or error during the complete operating day. The energy stayed stable in their ranges during the complete operating day. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively (B)(4).